Event description:
Vascular occlusion [vascular occlusion] rha3 vermillion border, rha2 and rha redensity on body of lips [off label use]. Case narrative: united states report received from a physician via company representative on 09-jul-2023 and refers to a 31-year-old female patient who had received rha3, rha2 and rha redensity on (B)(6) 2023 for an unknown indication. An unknown volume of rha3 was applied on vermillion border, rha2 applied on body of lips, rha redensity applied on body of lip using needle injection technique. It was not reported if the needle was used from the box and cannula was used during the administration of rha3, rha2 and rha redensity. Previous cosmetic procedures were not provided. No concomitant medications and food supplements were provided. On (B)(6) 2023 (reported as wednesday), the patient was administered 3v hylenex. On (B)(6) 2023, the patient experienced vascular occlusion with rha in the vermillion border-philtrum junction. Further described as, philtrum bruising, and discoloration was not resolved, and white heads appeared on upper lip (left side). It was stated that once apparent proper steps were taken to resolve and reverse issue before further damage could be done. The patient was also prescribed antibiotics & steroidal medication. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. The product was not available for return. Health effect - clinical code: 2422, obstruction/occlusion. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Case comments: a causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.